Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that during use the tracheal tube was found disconnected from the flange. The flange was secured with ties and still in place. A nurse held the tube in the stoma to maintain the airway until the patient was recannulated. The customer reported there was no patient harm.